Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/15/2019. Additional information: d4, h4 - the actual device batch number associated with this event is not known. The following are possible batch numbers reported: product code 8617g, batch mjq193, exp date 7/21/2023, mfg date 8/29/2018 product code 8617g56, batch mlq627, exp date 9/30/2023, mfg date 10/24/2018 product code 8618g56, batch mmh573, exp date 10/31/2023 , mfg date 11/12/2018 in addition, a review of the manufacturing record evaluation for the possible batch numbers was performed for the finished device lots, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: the actual device batch number associated with this event is not known. The following are possible batch numbers reported: batch mjq193, exp date: unk, mfg date: unk. Batch mlq627, exp date: unk, mfg date: unk. Batch mmh573, exp date: unk, mfg date: unk.

Event description:
It was reported that a patient underwent a skin cancer excision on an unknown date and suture was used for the closure. During the procedure, the needle popped off from the suture and the suture just broke in the middle. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.